Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "welbow study subject (B)(6): one month after the surgery involving the crf ii implant, heterotopic ossification with neuropathic pain was observed. It was observed a neuropathic pain starting from the elbow and radiating through the right upper limb. To address this issue rehabilitation and physical therapy were required."